Manufacturer narrative:
Of the 39 allegations of a malfunction, 33 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 39 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service 078 issue. These reports were received from various sources. The patients associated with this allegation range from 7-67 years of age and between 20 and 232 pounds. Of the reported patients, 16 were male and 23 were female.